Event description:
A healthcare professional reported a deficient fluid air exchange value was noted during surgery. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample is expected, but has not yet been received for eval. (B)(4).